Event description:
A physician reported that during the surgery the system message was displayed at conjunctival incision coagulation phase and the surgery was aborted. The patient was scheduled for reoperation and completed the surgery without any problem.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative was able to replicate the reported issue. A nonconforming footswitch was replaced to address the issue and was returned for testing. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for the product serial under investigation. The footswitch was received for testing on this investigation. A visual assessment of the returned samples revealed no obvious nonconformity. The returned samples were installed into a well-known working footswitch and connected wirelessly to a calibrated console. The footswitch connected successfully with no codes. The footswitch was depressed and released several times and found to be working as expected, with all 5 up-switch indicators lighting green when the treadle was not depressed. A 5-minute surgical test in sculpt mode was performed with no codes. The root cause of the reported event is attributed to a nonconforming footswitch domed- up switch pcb. The root cause of the reported event is attributed to a nonconforming footswitch domed- up switch pcb. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).